Manufacturer narrative:
The technician found a broken pin inside the communication cable not letting nurse call button to activate at the nurse station. The technician replaced the communication cable to resolve the issue.

Event description:
The technician alleged the bed will not place a nurse call. No patient impact.